Manufacturer narrative:
Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Device evaluation by manufacturer: on (B)(6) 2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse found the washer was empty and the washer tube was at the top position of the wash bottle. Fse replaced the wash bottle, added washer solution, primed, and ran patient samples on the instrument. The results passed within acceptable results and the retention time was within the specification range of 0.57 - 0.61 minute. The customer then ran quality controls (qc) and the result is also within acceptable range. The g8 instrument is functioning as intended, the instrument was showing results on chromatograms. No further action required from field service. A 13-month complaint and service history review for serial number (B)(4) from (B)(6) 2017 through aware date (B)(6) 2018 was performed for similar complaints. There was one (1) similar complaint identified during the search period. The g8 operator's manual under chapter 1 - introduction and applications, states the following: the time from injection of the sample to the time the specific peak elutes off the column is called retention time. The tosoh automated glycohemoglobin analyzer hlc-723g8 software has been written so that each of the expected fractions has a window of acceptable retention times. If the designated peak falls within the expected window, the chromatogram peaks will be properly identified. When a peak elutes at a retention time not within a specified window, an unknown peak (p00) results. If more than one peak elutes at times not specified by the software windows, each is given a sequential p0x title. In order to keep the peaks within their appropriate windows, it may be necessary to change how fast or slow the buffers are moving through the system by changing the pump flow rate. Under installing hemolysis & wash solution and assay procedure, the operations manual provides guideline on wash solution installation and to verify that there is sufficient volume of g8 variant elution buffers hsi and his hemolysis & wash solution. Replace if necessary. The most probable cause of the reported event was due to washer tube was out of washer bottle, causing air bubbles in system, preventing results.

Event description:
On (B)(6) 2018, a customer reported not getting results from the g8 instrument. On (B)(6) 2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.